Event description:
It was reported that the non-abbott guiding catheter was engaged to the left main and a balance middleweight (bmw) ii guide wire was advanced to the left anterior descending artery (lad). Direct stenting was performed with a xience xpedition 2.5 x 15 mm stent at 12 atmospheres (atm) to the proximal lad, followed by a xience xpedition 2.25 x 18 mm at 12 atm to the mid lad. The nc trek 2.5 x 8 mm balloon was used for post-dilatation of the proximal lad stent at 16 atm. However, a balloon rupture was suspected. The device was exchanged for a 2.5 x 12 mm nc trek balloon, which was used for post-dilatation at 18 atm. Final angiography showed a good result. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw ii; guide cath: xb 3; stent: xience xpedition 2.5 x 15 mm, xience xpedition 2.25 x 18 mm. Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.